Event description:
It was later reported that reprogramming of electrodes was performed based on what was left available for use. Currently patient symptoms were under control. It was noted that the first stage trial settings were sc: 0-ve, 2+ve. There was no reason to explant at this stage.

Event description:
It was reported that post second stage there were many open circuits, including all electrodes except c0, c1 and 01 were reading greater than 4000 ohms. It was noted that the patient had a good sensory response on several electrode pairings during the first stage and electrocautery was not used with the patient. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Concomitant products: product ID 309328, lot # 0206643224, implanted: (B)(6) 2013, product type lead. (B)(4).